Event description:
It was reported that the port on a 150ml intravia container was torn away from the bag. As this occurred before use, there was no patient involvement. No additional information is available

Manufacturer narrative:
(B)(4). The device was received and evaluated. Visual inspection found that the membrane tube was torn off and the hanger hole damaged. In addition, there were external markings on the port tip consistent with an external force. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.